Event description:
It was reported the patient had an inflammation (swollen back) where the lead was attached. This occurred prior to (B)(6) 2010. The patient stated that at that time they had slight trouble and it had intensified in the last 4 years. Currently patient was hurting because of inflammation and also because her interstitial cystitis (ic) (preexisting condition) was flaring up "like crazy" right now. The patient stated that neurostimulator (ins) therapy helped immensely with frequency but patient had to turn ins down/off due to the inflammation. Right now patient cannot turn therapy on due to the inflammation. The patient stated it¿s not infection because that would have shown in blood work. The patient also mentioned that she had complication during childbirth with her daughter aside from stim issues reported. It was noted that before child birth, patient stated there was no way to see where the lead was at that time. The patient felt the lead may have moved again. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient; product ID 3093-28, lot# v141298, implanted: (B)(6) 2008, product type: lead; product ID 3093-28, lot# v141298, implanted: (B)(6) 2008, product type: lead. (B)(4).